Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine 23000mcg/ml at 13000mcg/day and 3 other unknown drugs, dose and concentrations not reported via an implantable pump. The indication for use was spinal pain. The healthcare provide reported a motor stall was seen at initial interrogation. The healthcare provider initially indicated that she did not think the patient had an MRI but then did find out the patient did have an MRI on (B)(6) 2018. The healthcare provider confirmed the motor stall occurred (B)(6) 2018, tube set on (B)(6) 2018, and the low reservoir alarm on (B)(6) 2018, which the healthcare provider stated was expected. The healthcare provider stated that there was a motor stall recovery today, (B)(6) 2018 and the time aligned with the 8840 interrogation. There were no patient symptoms and the healthcare provider stated the patient ¿feels pretty good¿. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.